Manufacturer narrative:
The device was returned and the outback tip was stretched. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the outback elite (120cm re-entry) catheter got stuck in the bifurcation and the device broke. The catheter tip/distal tip of the device fractured/separated. There was no patient injury. The procedure used a retrograde approach through the femoral artery. The target lesion was the superficial femoral artery. The lesion was very calcified and tortuous. There was no damage to the device noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The product looked normal when removed from its packaging. The device was properly prepped. All the specified ports of the device were properly flushed. The ports were flushed, followed by a 30 second delay, and then flushed again. The device was straight prior to loading. Cannula action was verified during prep. The needle/cannula was fully retracted prior to insertion of the wire. The cannula actuated smoothly. The device went ¿up and over¿ with a non-cordis introducer and it didn´t kink. Resistance was met while advancing the device over the guidewire but not in the beginning. Resistance was met while withdrawing the device and it felt stuck. There was unusual force used while taking out the outback device. The physician had to take everything out: sheath and outback. There was no injury to the patient. The product was returned for analysis. A non-sterile unit of outback elite 120cm re-entry catheter was received coiled inside of a clear plastic bag. Per visual analysis a separated condition on the body/shaft was observed located at 2.7 cm from the distal tip. No other damages or anomalies were noted. Functional analysis was not carried out due to the separated condition on the body/shaft. Per dimensional analysis the device was within specification. Per sem analysis the separated area of the body/shaft revealed evidence of elongations and bulged material. Plastic deformation, thickness reduction and tension marks were observed on the braid wires and ductile dimples were found on the separated braid wire surfaces. The elongations found on the body/shaft material, the ductile dimples and plastic deformations as found on the braid wires, resulting in a thickness reduction and tension marks, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the braid wire and body/shaft material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17771957 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cto catheter system - tracking difficulty¿ was not confirmed through analysis of the returned device as procedural images were not provided for review. The exact cause of the event could not be determined during analysis. The reported ¿cto catheter system - withdrawal difficulty through guide/sheath¿ was not confirmed through analysis of the returned device as the damage to the device precluded functional analysis. The exact cause of the event could not be determined during analysis. The reported ¿catheter tip/distal tip - fractured/separated in patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (very calcified and tortuous with an ¿up and over¿ approach) may have contributed to the separation as evidenced by elongations found on the body/shaft material, the ductile dimples and plastic deformations as found on the braid wires, resulting in a thickness reduction and tension marks, which are commonly associated with separations caused by material tensile overload during analysis. According to the safety information in the instructions for use ¿always visualize tracking of the catheter tip over the aorto-iliac bifurcation. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked. Excessive calcification at the site of re-entry may impair performance.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Complaint conclusion: the outback elite 120cm re-entry catheter got stuck in the bifurcation and the device broke. The catheter tip/distal tip of the device fractured/ separated. There was no patient injury. The procedure used a retrograde approach through the femoral artery. The target lesion was the superficial femoral artery. The lesion was very calcified and tortuous. There was no damage to the device noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The product looked normal when removed from its packaging. The device was properly prepped. All the specified ports of the device were properly flushed. The ports were flushed, followed by a 30 second delay, and then flushed again. The device was straight prior to loading. Cannula action was verified during prep. The needle/cannula was fully retracted prior to insertion of the wire. The cannula actuated smoothly. The device went ¿up and over¿ with a non-cordis introducer and it didn´t kink. Resistance was met while advancing the device over the guidewire but not in the beginning. Resistance was met while withdrawing the device and it felt stuck. There was unusual force used while taking out the outback device. The physician had to take everything out: sheath and outback. There was no injury to the patient. The product was not returned for analysis. A product history record (phr) review of lot 17771957 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip/distal tip fractured/separated - in patient,¿ ¿cto catheter system tracking difficulty¿ and ¿cto catheter system withdrawal difficulty - through guide/sheath¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a very calcified and tortuous lesion may have contributed to the reported event. According to the safety information in the instructions for use ¿always visualize tracking of the catheter tip over the aorto-iliac bifurcation. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked. Excessive calcification at the site of re-entry may impair performance.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the outback elite (120cm re-entry) catheter got stuck in the bifurcation and the device broke. The catheter tip/distal tip of the device fractured/separated. There was no patient injury. The procedure used a retrograde approach through the femoral artery. The target lesion was the superficial femoral artery. The lesion was very calcified and tortuous. The product was clinically used. There was no damage to the device noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The product looked normal when removed from its packaging. The device was properly prepped. All the specified ports of the device were properly flushed. The ports were flushed, followed by a 30 second delay, and then flushed again. The device was straight prior to loading. Cannula action was verified during prep. The needle/cannula was fully retracted prior to insertion of the wire. The cannula actuated smoothly. The device went ¿up and over¿ with a non-cordis introducer and it didn´t kink. Resistance was met while advancing the device over the guidewire but not in the beginning. Resistance was met while withdrawing the device and it felt stuck. There was unusual force used while taking out the outback device. The physician had to take everything out: sheath and outback. There was no injury to the patient.